Event description:
Reference MDR# 3010532612-2014-00014 for the first event and MDR# 3010532612-2014-00013 for the second event involving the same patient. It was reported that while in the pediatric cath lab the wedge pressure catheter was inserted via the same femoral site as the first and second catheter. The third wedge pressure catheter was used; however, the wedge pressure balloon did not fully inflate. There was no reported patient death, injury or complications. There was no reported delay/interruption in therapy. The patient outcome is listed as fine. The customer will not continue to use this product lot number. Additional information received stated that the user used the controlled stroke syringe. The wedge pressure catheter was pre-tested prior to use. The ai-07121 inflated asymmetrically.

Manufacturer narrative:
(B)(4).